Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient had fallen against an electric fence which threw her to the ground in 2015. Since that time, the patient has experienced overstimulation at the ipg site. Follow-up troubleshooting was attempted to avail and the issue still persists. As a result, surgical intervention was undertaken on (B)(6) 2016 to address the issue. The ipg was explanted and replaced with a new model during the procedure which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.